Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00700007020, tm acetabular revision shell, lot # 63436336, 00489407015, tm acetabular augment, lot # 62524031, 00489406630, tm acetabular augment, lot # 62538657, 00625006535, bone screw, lot # 63391617, 00625006560, bone screw, lot # 60945763. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00008, 0002648920 - 2020 - 00010.

Event description:
It was reported that approximately 2.5 years post implantation, the patient was revised due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected. Updated: b4, b5, g4, g7, h2, h3, h6. The reported event was able to be confirmed by review of provided images. Visual inspection showed that the devices were covered in biodebris. No product was returned, so visual and dimensional evaluations could not be performed. Provided x-rays were also reviewed and identified dislocation of the left hip arthroplasty as noted with implant loosening and displacement. There was also extensive osteolysis. Screw fragments are present at the superolateral acetabulum. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause for the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.